Event description:
Boston scientific received information that a physician noted vegetation on this patient's implantable cardioverter defibrillator (ICD) and lead. No remedial action has been taken at this time other than likely intravenous intervention. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.